Manufacturer narrative:
Site refused to provide patient information. Other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(4). A medtronic representative went to site and performed a system checkout. Hardware parts were replaced and the system then passed checkout. The cable 9733575 ext scu to r/a psu was received by the manufacturer for evaluation. Analysis found that the returned cable had a small cut in the cable jacket, but none of the internal wires had been damaged or exposed. The part passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during electrode and probe placement. It was reported that the system stopped tracking the frame three different times. When it happened, the system was rebooted, and the issue was resolved temporarily. There was a reported delay in procedure of less than 1 hour. There was no impact on patient outcome.